Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical advised the customer to replace o2 cell, report findings and send a photo of o2 cell serial number. Root cause of failure was due to most likely mechanical deformation of a part inside the sensor most likely caused by exposure to too high temperature during transportation. Sensor serial number is not available. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files show that shortly after a successful 2p calibration, the alarm 221 - "oxygen sensor requires calibration" was triggered. At the 100% setting, the cell measurement is clearly visible to be overshooting. An elevated failure rate has been observed in the sensor serial number range (B)(4). Vyaire medical advised the customer to replace o2 cell and report findings. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that after successfully calibrating the bellavista 1000, they put it to use, and approximately a week later, the unit will alarm o2 concentration is low. They used the same method of o2 calibration again, and the same problem occurred. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.